Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Event description:
No known adverse event. Customer reported no video image. Date of event is unknown. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k), g6: follow up #1, h2: type of follow up.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51130) which was submitted. Therefore, MDR (9610877-2022-00292) filed on february 16, 2022 is considered a duplicate report.